Event description:
It was reported that during a treatment procedure to implant a greenfield filter, the filter did deploy properly. The approach was made from the femoral and after reaching the target vessel the filter was deployed. However, after deployment the physician felt that the filter did not open as he intended. It is noted that the vessel was checked with fluoroscopy in several angles to confirm vessel was not twisted. The filter was left in the pt and no additional treatment was noted. No injury or complications are reported. The pt is reported as 'good.'